Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, no other visual troubles were reported other than close vision issues. No revised surgery is planned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a slight overcorrection post refractive procedure on a patient's left eye. There was no serious aftermath because they compensated with the other eye. The surgeon used the correct laser's nomogram. Tests on the device were done accurately. There was no change in room conditions and there was no surgery signs of patient movement or longer duration of flaps that could explain this overcorrection.